Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI:(B)(6), batch:a000109136. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced ineffective therapy. Imaging showed that one lead had migrated. Surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored post operatively. The investigation was unable to determine the lead that migrated.